Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were offline due to the usb network adapter power management setting being turned on and a defective network cable. A field service engineer corrected the setting and replaced the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medflex 1000 experienced a problem where the drawers were offline. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this incident.